Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin flow was suspended. The customer¿s blood glucose was 131 mg/dl and sensor glucose was 90 mg/dl. The divergence is not within the target range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.